Manufacturer narrative:
It was reported that after surgery the patient show post-op infection. Surgeon elected to debride, wash-out and exchange articular insert. The affected legion cr high flex xlpe articular insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that, after a tka had been performed, the patient had infection. Surgeon elected to debride, wash-out and exchange articular insert. The patient outcome is unknown.